Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number: (B)(4). The patient went to the emergency room due to a high result of 5.3 inr received on her meter at 8:48 p.m. On (B)(6) 2022. At 2:00 a.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.4 inr. At 2:22 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.9 inr. The patient decided to withhold medication for one day based on the meter result even though the emergency room told her that the laboratory value was more accurate and the laboratory value was within the patient's therapeutic range. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every 2 weeks.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch initial reporter occupation: the occupation is patient/consumer.

Manufacturer narrative:
The device code has been updated.